Event description:
Analysis of the returned device found that the stent delivery wire (sdw) was stretched and separated. There was no clinical consequence to the patient.

Manufacturer narrative:
Visual and microscopic inspection of the returned device found that the stent was deformed and the distal end of the sdw was caught in the stent. The outer coil of the sdw was found to be stretched and the distal tip of the sdw was fractured off. A functional test could not be performed due to the damage noted. The event description and additional information indicated that resistance was experienced while attempting to transfer the stent through the catheter and the stent could not move forward or be pulled back through the microcatheter. It is probable that the sdw/ stent were deformed, stretched and fractured as a result of the as reported difficulty moving forward or pulling back through the catheter and related to some procedural factors limited the performance of the device. Therefore, it was determined that the reported event was related to operational context.

Event description:
Analysis of the returned device found that the stent delivery wire (sdw) was stretched and separated. There was no clinical consequence to the patient.